Event description:
Reportedly pt was getting a dialysis graft declottment and while declotting the arterial anastamosis. The catheter broke. A snare catheter was used to retrieve the broken catheter from the dialysis graft. No permanent pt injury reported.